Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 12/10/2015 . The fse found the rinse block (rb1) sticking. To resolve the leak he aligned the rinse block, installed a slide washer, adjusted the probe wipe, cleaned and adjusted the mode to mode. The repairs were verified per established service procedures. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported that approximately 1 ml or more of bloody fluid leaked from the coulter hmx hematology analyzer with autoloader probe area, the leak was not contained. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results or controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.